Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a plif procedure at l4-5. Six weeks post-op, the pt had an increase in pain and MRI changes were read by a radiologist to be "infection". There was no epidural mass or bone destruction. CT and plain x-rays, cbc, and sed rate were all normal.